Event description:
A consumer implanted for non-malignant pain reported via the manufacturer's representative (rep) experiencing a sudden zapping sensation or surging of stimulation at the area of stimulation when going from sitting to standing or when lifting their arms. It was noted the strength of surging was so strong it almost caused the consumer's knees to buckle. It was noted the amplitude when sitting was 4.2 volts and when standing it was 1.9 or 2.0 volts. The rep. Thought the issue was just positional when the consumer went from sitting to standing since the difference was significant and the consumer didn't make many adjustments with the programmer. The rep. Was going to work on programming and the programmer to attempt to resolve the issue.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID: 3550-29, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
Additional information received from the manufacturer's representative (rep) on 25-oct-2016 reported that the patient's percutaneous lead migrated 2 levels, the battery was completely dead, and the patient could not charge it, so she needed a new battery. The battery and lead were replaced.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that there was an ins pocket issue. It was reported that first implant had shifted and the battery was too deep thereby causing difficulty charging. The ins pocket issue was reported to be the depth of the ins. The ins was reported to be too deep and an x-ray indicated that the implant had shifted and was deep. It was reported that a revision was performed on (B)(6) 2016. The patient reported that when they went to have the device replaced they switched from a percutaneous lead to a paddle lead. Patient reported that they woke up from surgery and had excruciating pain in the right leg and they still have the pain it now even though the device has been removed. The patient reported that the paddle lead was too big for the small space in their spine and caused damage to their leg. The patient reported that they never turn the stimulator on because they were in so much pain and the stimulator makes it worse. The patient reported that their right leg is swollen and the calve muscle is hard as rock and they can¿t walk. The reported that they were disable because of the device. It was reported that they total system was explanted.

Manufacturer narrative:
Analysis of the ins (B)(4): testing of the recharge function of this ins found it to be functioning normally. The ins was placed in a body temperature oven with approximately 1cm of space between the ins and the charger antenna. The charge time was 4 hours 45 minutes. The ins charged from 3.095v to 4.045v with 100% coupling. Analysis of the lead (B)(4) found minor nonconformaces unrelated to the allegations.

Event description:
Additional information received from the manufacturer's representative (rep) reported the surging issue was helped by retraining the consumer to reduce the voltage between sitting and standing. The consumer was educated that the battery didn't know the difference between sitting and standing, and the voltage change may be caused by a tilted battery in the pocket. The consumer used her programmer to adjust the voltage and was happy with the result.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.